Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken, and the purge pressure transducer retainer was also cracked. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had an automated impella controller (aic) with purge disc issues. The aic was having issues reading the purge disc. No reported injury or harm to patient.